Event description:
New information received from the patient notes that he was still receiving inappropriate high voltage therapies when he arrived at the hospital. Patient states he was hospitalized several days following the replacement procedure. Patient still suffers ptsd-like symptoms due to the multiple shocks.

Event description:
It was reported that a patient presented in the hospital after receiving inappropriate high voltage therapy. The right ventricular lead exhibited low, out of range, pacing lead impedance, low r wave amplitudes, and externalized conductors. The lead and device were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: a partial lead with the distal tip measuring 49.6cm was returned for analysis. External insulation abrasions were noted at 9.4-10.2cm and 36.4-38.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 12.8-15.2cm from the distal tip. Internal insulation abrasions were noted at 8.0-8.4cm, 15.8-16.4cm, 14.8-15.1cm, and 18.0-18.3cm from the distal tip. The etfe coating was intact at these locations.